Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. Device received with cracked reservoir tube, broken battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
Customer's wife reported via phone call that the device had keypad issues. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer agreed to return the device for analysis.